Event description:
It was reported while on a patient a 980 ventilator generated an exhalation flow sensor error message. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the unit and was not-able to duplicate the problem. The se performed calibrations and extended self-testing on the device and all tests passed